Event description:
Allegedly during accessing a vehicle using a ramp the wheelchair has tipped all the way back which caused the patient to fall out of the wheelchair and banged/hit the head. The patient was taken to the emergency room and was discharged at the same day.

Manufacturer narrative:
This event occured in united kingdom. Alber (B)(4) is filing this report because the device is marketed and sold in the u.s. Alber has requested the involved device for investigation and further information on the circumstances of the incident as well the extent of the injury.